Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock needing an impella device for mechanical circulatory support. During prep for the procedure the aic did not recognize the purge cassette. No patient involvement was noted.

Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues issue has been completed. The product was returned, and the issue was confirmed. The root cause of the aic inability to detect the purge pressure disc was due to a broken purge flag. This report is being filed as part of a retrospective review of historical records.